Event description:
A distributor in ireland reported on behalf of the customer that a drill which was out of date was used in surgery. The hospital realized when the case was complete and patient notes were being completed.

Manufacturer narrative:
Actual device was not evaluated as it was not returned by the hospital. However, based on the provided lot number, the subsequent product and labeling records were reviewed. It was found that the device was accurately labeled and expiration date was clearly readable. Based on this, the root cause for the reported event can be attributed to a user related issue. No indications were found for any systematic related issues.